Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Event description:
The event occurred in (B)(6). It was reported that the hcu 30 was leaking water from the coupler of the disposable heat exchanger connection. The failure occurred during patient treatment. No harm to any person has been reported. Complaint ID #(B)(4).

Manufacturer narrative:
It was reported that the hcu 30 was leaking water from the coupler of the disposable heat exchanger connection. The failure occurred during patient treatment. The device was not exchanged, the surgery was completed safely without device exchange. No harm to any person has been reported. A getinge field service technician (fst) was on site for further investigation and could confirm the reported failure. The affected coupling female 3/8" (material #701029132) has been replaced. After replacement, the leak was rectified and the device was working as intended. The affected coupling was requested for further investigation and was investigated by the getinge life cycle engineering (lce) with the following results: the coupling is showing severe deposits on the inside and outside. These deposits are most probably a mixture of lime and chloramine-t residues. Due to the deposits, the coupling was not closing properly, causing the leakage. Thus, the failure could be confirmed. The hcu 30 has been phased out since the end of 2010. The technical support, in-house repairs, as well as spare parts supplies have been discontinued in 2017. The review of the non-conformities has been performed on 2022-04-25 for the period of 2010-06-01 to 2022-04-19. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. The product in question was produced in 2010-06-01. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID (B)(4).